Manufacturer narrative:
The impacted product was received by the failure analysis lab on june 18, 2021. The lot number was obtained with receipt of the device. The lot number is 7448528. The investigation of the returned device was completed by the failure analysis lab on july 8, 2021. Device evaluation summary: during the visual analysis of the returned sample no apparent damage or visual anomalies were observed. Leak testing was performed in accordance with mentor's procedures. Findings revealed a leak from the valve. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube style provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation/valve problem. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast reconstruction with a 525cc mentor smooth round spectrum saline prosthesis experienced right sided deflation post procedure. After the device was explanted it was placed on the sterile table and immediately deflated due to what appeared to be a faulty valve. The device was replaced with an unspecified mentor saline prosthesis.